Manufacturer narrative:
Previously reported; the manufacturer received information alleging a low inspiratory pressure alarm occurred. There was no harm or injury reported. During initial evaluation of the device at the manufacturer's service center the reported issue was duplicated and initial determination is that active exhalation control module needs to be replaced. Repair has not been completed at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: during the evaluation of the device at the manufacturer's service center, a failure of the active exhalation control module was confirmed during testing due to the proportional valve not closing. The active exhalation control module was scrapped and replaced to address the issue.

Event description:
The manufacturer received information alleging a low inspiratory pressure alarm occurred. There was no harm or injury reported. During initial evaluation of the device at the manufacturer's service center the reported issue was duplicated and initial determination is that active exhalation control module needs to be replaced. Repair has not been completed at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.